Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect vela cf compressor and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. No water ingress was found and ventilator did no seize to ventilate as per records. The root cause of the reported issue was found to be that the limit settings were set too low resulting in the stopping inhalation when the limit was reached hence producing low volumes. The device was not properly set up by the user.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator stopped ventilating and screen was frozen while on the patient. The customer was not able to duplicate the event at the time of reporting. The customer reported that the had been experiencing intermittent high pressure alarms but that patient was very difficult to manage due to having lots of secretions, so they think those issues were related to the patient. For this event, the ventilator was taken off of the patient and replaced with no patient harm or injury.